Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. Based upon the information provided, the rupture of the patient's iliac may have occurred due to inflation of the balloon if it were done outside the prosthesis or adverse patient anatomy. Cook's instructions for use do advise caution: if the coda balloon catheter is being utilized to expand a vascular prosthesis, use the radiopaque markers to ensure that the entire balloon is positioned within the prosthesis.

Event description:
In 2007, patient underwent endovascular repair of an abdominal aortic aneurysm. Another manufacturer's aaa endoprosthesis trunk ipsilateral leg component and two contralateral leg components were implanted. While ballooning the contralateral leg component with a coda balloon, the patient's iliac ruptured in a transverse fashion. The patient was converted to open repair. All of the aaa devices were explanted. An aorto-bi-iliac procedure was then performed using woven vascular graft. The patient tolerated the procedure. As reported, the patient's arteries were friable.